Event description:
A medtronic representative reported that, while in a cranial procedure, the surgeon alleged a 5mm inaccuracy posteriorly after opening dura. The surgeon confirmed being accurate on bony anatomy previous to opening dura, and stated that there was brain shift that accounted for the inaccuracy. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. Analysis finds that the inaccuracy was caused by brain shift after opening the dura. Surgeon had accounted for brain shift. Software is functioning as designed. No was software anomaly.